Event description:
It was reported on (B)(6) 2016 that the patient will not have a full revision. It was stated that a large pocket of infection was found in and around the electrodes and where the lead was cut during infection/debris clean out about one year ago. The whole lead was explanted, debris was removed, infection was sent for culture, and x-ray completed to ensure all lead portions were removed. The physician told the family that he will not put another vns in due to the patient's history and all of the infection/psych issues that the patient has experienced. All the explanted materials were trashed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
The patient was re-implanted on (B)(6) 2017. Additional relevant information has not been received to-date.

Event description:
It was reported that the patient underwent explant of the generator on (B)(6) 2015 and during surgery it was found that the lead was also infected and therefore could not be salvaged. Only a small portion of the lead was left implanted in the patient. The surgeon then debrided the pocket and gave the patient antibiotics. It was reported that the patient will undergo re-implantation surgery at a later date once the infection has healed.

Event description:
It was reported on (B)(6) 2015 that the patient presented to the emergency room on (B)(6) 2015 with an extruding generator but that the leads were not extruding. It was noted by the surgeon that the patient reportedly had "pulled the device out of his chest". The patient was put on antibiotics to help treat potential infection and the patient was referred for surgery to have the vns device removed. It was reported that the patient would then have a re-implant surgery at a later date. The physician later reported on (B)(6) 2015 that the patient has picked at his generator site and the generator and the lead are extruding through the skin and are infected. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Corrected data: inadvertently did not include the suspect device UDI in the initial report. Suspect device UDI: (B)(4).